Manufacturer narrative:
It was reported that a patient underwent an atrioventricular reentrant tachycardia/wolff-parkinson-white syndrome ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that after going to the left side of the heart, the blood was leaking back from the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small every time the patient breathed. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced, and the issue was resolved. On(B)(6)2020, the complaint device was received. On(B)(6)2020, visual inspection found hemostatic valve pushed inside the luer hub. Brim cap and friction ring have no damage. The finding was received and assessed as MDR reportable the finding is has been assessed as MDR reportable and consistent with the device code reported in the 3500a initial medwatch report. Device evaluation details: on (B)(6)2020, the device evaluation was completed. The device was inspected and visual analysis revealed that hemostatic valve was pushed in into the hub. Friction ring appears with no damage and is observed still in place. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. Customer complaint was confirmed. The root cause of the valve separation could be related to the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia/wolff-parkinson-white syndrome ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that after going to the left side of the heart, the blood was leaking back from the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small every time the patient breathed. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced, and the issue was resolved. The carto 3 system is operating per specs and is not responsible for the product issue. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small has been determined to be the root cause of the complaint reported. The procedure was continued. There were no patient consequences.